Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon of the catheter.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Inspector received one temperature sensing silicone catheter with no packaging. The catheter was confirmed to be 14 fr. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:4. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. Active length was measured to be 0.7320 inches. Per specification, the active length should be 0.60-0.90 inches. A potential root cause could not be found since the reported event was unconfirmed. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The instructions for use were found adequate and state the following: "[warnings]- method for use:·when catheter is inadvertently removed, inspect the balloon and shaft ofcatheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of theballoon or segment of catheter may remain in the bladder.]·do not pull the catheter hard.[the catheter including a balloon may be damagedor the bladder/urethral mucous membrane may be injured.]·since it may be difficult to remove catheter even after balloon deflation in somecases, the catheter should be removed under the physician¿s instructions byreference to the section ¿troubleshooting¿.·when deflating balloon, allow balloon to deflate on its own; do not aspirate witha syringe. [The inflation lumen for balloon deflation may be occluded by negativepressure, and as a result the balloon cannot be removed.]·when catheter with temperature-sensing is used, this product should never beconnected to temperature monitor or connected to a cable during an mriprocedure. Failure to follow this guideline may result in serious injury to thepatient. It is important to closely follow these specific conditions that have beendetermined to permit the examination to be conducted safely. Any deviation mayresult in a serious injury to the patient.- applicable patients·use with great care for patients with disturbance of consciousness, etc. [Whenpatient removes catheter unconsciously, the mucosa of the bladder and urethramay be damaged, balloon may be ruptured, catheter may be broken, andcatheter fragments may be left behind in the bladder.][contraindications & prohibitions]- method for use:·do not reuse.·do not resterilize.·be careful that the catheter is not exposed to ointments, contrast medium oroil-based lubricants (including vegetable oils such as olive oil, mineral oils suchas white petrolatum and animal oils). [They may damage the device and mayburst balloon.]·do not hold the device with forceps, etc. Avoid contact with any blades orsharp-edged instruments. [Catheter damage may cause balloon rupture andaccidental balloon removal or failure to deflate or remove the balloon.]·no substance except sterile water should be used to inflate the balloon.[if contrast medium is used, balloon may burst. If normal saline is used,crystallized salt may occlude the inflation lumen to prevent deflation of theballoon. If air is used, air may escape to cause inadvertent deflation of theballoon so that the catheter may come out prematurely. ]·do not wipe catheter surface with organic solvents such as alcohol.[the coatingon the device may come off.]"

Event description:
It was reported that it was difficult to inflate the balloon of the catheter.